Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
An uphold lite with capio slim was returned to boston scientific corporation (B)(6) 2015. Based on preliminary investigation of the returned uphold lite with capio slim, the blue with white stripe dilator and sleeve assembly was not returned. The leader loop is cut. There was blood and tissue residue on the sleeve of the blue dilator. Analysis revealed that the catch on the capio slim suture capturing device is pulled upward and twisted. The carrier extends and retracts freely. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual examination of the returned uphold lite with capio slim revealed presence of blood and tissue residue on the sleeve of the blue dilator. The entire blue with white stripe dilator assembly was not returned. Additionally, analysis found that the catch on the capio slim suture capturing device is pulled upward and twisted. The review and analysis of all available information fails to indicate a root cause or probable root cause. Therefore, the root cause of this complaint is undeterminable.

Event description:
An uphold lite with capio slim was returned to boston scientific corporation november 6, 2015. Based on preliminary investigation of the returned uphold lite with capio slim, the blue with white stripe dilator and sleeve assembly was not returned. The leader loop is cut. There was blood and tissue residue on the sleeve of the blue dilator. Analysis revealed that the catch on the capio slim suture capturing device is pulled upward and twisted. The carrier extends and retracts freely. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.